Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one sample. The following example results were provided: (customer provided sodium normal range 135-147 meq/l) initial result was >200 meq/l result, repeat result were 140 meq/l, 141 meq/l, 168 meq/l no impact to patient management was reported.

Manufacturer narrative:
The alinity c processing module was inspected, and a clot was found. The field service representative (fsr) resolved the issue by cleaning and recalibrating the r1 alinity c-series reagent probe and alinity c-series sample probe. The r1 alinity c-series reagent probe and alinity c-series sample probe were determined to be the likely causes of the result issue. Review of all the information provided by the customer was reviewed. Return testing was not complete as returns were not available. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. Review of the product monitoring review for clinical chemistry systems did not identify any similar issues related to the alinity c system, instrument parts, or discrepant results as described in this ticket. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn ac04063 or r1 alinity c-series reagent probe and alinity c-series sample probe was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for one sample. The following example results were provided: (customer provided sodium normal range 135-147 meq/l). Initial result was >200 meq/l result, repeat result were 140 meq/l, 141 meq/l, 168 meq/l . No impact to patient management was reported.